Event description:
Blood pressure cuff inflated to take a bp and upon removal patient complained of pain. Small burn site noted. Bp cuff inspected and discoloration noted at entrance are of pneumatic tubes.